Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was treated with topical antibiotics and a topical steroid (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Correction: MDR 6000034-2017-01842 was filed inadvertently. The reported adverse event is associated with a non-cochlear manufactured device.